Event description:
It was reported that a patient underwent knee ligament/tendon reconstruction on an unknown date and a topical skin adhesive was used. The patient developed a reaction after application. Adjunctive therapy was done and the reaction subsided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.